Event description:
It was reported that the patient had a burning sensation and since this morning it felt like the stimulator was on fire. It felt hot and was burning the patient¿s butt. The patient had no falls or trauma. The patient turned down the stimulation, but it did not resolve the issue. The patient did not notify their health care provider (hcp) yet. The patient did not know how to turn their implantable neurostimulator (ins) off. The patient turned their ins off and the burning sensation went away.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v697759, implanted: (B)(6) 2013, product type lead. (B)(4).